Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the nurse reported having tablet connection interrupted, code 338, on tablet when programming the pump. The issue was not resolved through troubleshooting and the caller was redirected to hcit. Additional information received reported that the error did not occur before the pump was in the sterile field. The 338 code error resolved for now.